Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 131 mg/dl and 289 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure with biopsy in the esophagus on (B)(6), 2010. According to the complainant, during the egd procedure, the patient was presented with bleeding at the ge junction prior to biopsy. The resolution clip was opened and positioned within the esophagus at the bleeding site, however the clip failed to release from the catheter during deployment. It was reported that the bleeding subsided on its own and there were no patient complications. The patient was reported to be "fine" post procedure.